Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty was not able to be confirmed as the stent was not deployed and the device did not appear to be used. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the inaccurate delivery. A query of the electronic complaint handling database revealed no other similar incidents of inaccurate delivery, reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial report, an unused device was returned for investigation.

Event description:
It was reported that during deployment of an acculink stent in a carotid artery, the stent moved forward 6-7 millimeters, partially covering the lesion. Another acculink stent was deployed, without reported issue, to fully cover the lesion. There was no clinically significant delay and there were no other adverse patient effects reported. There was no additional information provided.